Manufacturer narrative:
Summary investigation- no product or photo was returned by the customer. The customer complaint of leakage at the connection of IV pump could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 22043013 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv experienced leakage. The following information was provided by the initial reporter: customer states that IV fluid (avelox) leaked from the tubing at connection of IV pump. Leaked into pump channel and onto floor.